Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of an aneurysm measuring 3mm x 3mm in the ophthalmic segment. During the pipeline deployment in tortuous anatomy, it was reported the physician had a difficult time advancing the pipeline past the aneurysm prior to deployment causing the pipeline to be twisted in the middle segment. Attempts to untwist the device with advanced deployment techniques were unsuccessful; therefore, the device was corked and removed from the patient. No patient injury was reported as a result of the procedure.